Event description:
The investigation was concluded on the (B)(6) 2021, this supplement report is being submitted to include the investigation conclusions within section h.

Manufacturer narrative:
510(k) number is k142688. Imdrf g code is g04126 - stylet. 1 unit of lot c1745826 of echo-hd-3-20-c was returned opened it should be noted that this file is related to another complaint file the device involved in the complaint was evaluated in the laboratory on 27 jan 2021. The needle did not retract into the device when the needle handle was retracted to position 0. A proximal needle break below the sheath extender was observed. Clarification was requested form cirl engineering as follows; ¿as you can see from the answer to q.28 of the additional questions the stylet was partially removed when advancing the needle into the target site and therefore this would be considered user error as the ifu0077-4 states ¿"ensure the stylet is fully inserted when advancing the needle into the biopsy site¿. Can you please confirm if the stylet partially removed when advancing the needle into the target site could potentially have led to the failure of needle break below sheath extender observed during the lab evaluation? If not, then I will request an additional pr to be opened up for the user error.¿ reply was received as follows; ¿from the information provided I don¿t believe the user error is related to the complaint¿ as a result of the above an additional complaint was opened for ¿user error - stylet partially removed when advancing the needle into the target site¿ which this file will investigate prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl a review of the manufacturing records for echo-hd-3-20-c of lot number c1745826 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1745826. The notes section of the instructions for use, ifu0077-4, which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" "ensure the stylet is fully inserted when advancing the needle into the biopsy site¿ there is evidence to suggest that the customer did not follow the instructions for use in relation to the use of the stylet (ifu0077-4). This will be investigated under this file (B)(4). A definitive root cause could be attributed to user error as the stylet should be fully inserted when advancing the needle into the biopsy site. No device failure issue was observed as a result of the stylet being partially removed when advancing the needle into the target site and this file is required to record this instance of user error. Complaint is confirmed based on the customer's testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
User error-stylet partially removed when advancing into the targeted site. Was the stylet partially removed when advancing the needle into the target site? Yesthis file relates to MDR ref # 3001845648-2021-00046, his additional file was created as engineering confirmed on the 01-feb-2021 that the user error would not be related to the original file 3001845648-2021-00046 and as per cook (B)(4)'s complaint process an additional complaint would be required. Na section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
510(k) number is k142688(B)(4)the investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.